Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. The reported patient effect of myocardial infarction is listed in the promus instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure on (B)(6) 2010 was to treat lesions located in an unspecified vessel during which two promus stents were deployed. On (B)(6) 2013, it was reported that the patient had experienced a myocardial infarction that was confirmed by a cardiac enzyme test. There was no treatment reported for the symptoms of the myocardial infarction. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional promus stent referenced is being filed under a separate medwatch report. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.